Manufacturer narrative:
A ge service rep performed an on site investigation. A screw in the stop unit was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's xray arm is not locking in place properly therefore, the system was unable to fluoroscopy. No report of pt injury.